Manufacturer narrative:
The complaint sample was returned incomplete to greatbatch for evaluation. While the reported event was confirmed the determination of what caused the adaptor coupling end to break off could not be confirmed without examination of the adaptor which was not returned with the complaint sample. Visual inspection of the complaint sample noted numerous signs of wear and repeated use throughout the surface of the instrument in the form of scratches and dents. Additionally, it was noted that one of the components of the device has been modified by the customer. Manufacturing review was completed and there were no discrepancies found. No further investigation is required. Complaint information was provided by depuy synthes.

Event description:
It was reported during an unknown patient procedure on a (B)(6) female patient the reamer handle broke off at the tip. All pieces were retrieved. There was no patient injury or surgical delay reported as a result of the malfunction.